Event description:
A vaxcel pasv PICC was placed for therapeutic purposes in april, 2004. In july 2004, two leaks developed distal to the suture wing, one at the 6 centimeters mark and one at the 8 centimeter mark, inside of the pt. The PICC was removed on the same date.